Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 3006705815-2019-03786, and 3006705815-2019-03788. It was reported that the patient had an infection at the lead and ipg site. The patient was treated with antibiotics, but had issues with the medication. As a result, the system was explanted on (B)(6) 2019. The infection is resolved.